Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a pacemaker that could not be interrogated. The patient then presented in clinic with a false end of service flag. The alert was cleared, and the device could be interrogated. The patient was stable.